Manufacturer narrative:
(B)(4). Manufacturing deficiency (part of a CAPA) device evaluation: the event was confirmed; there was difficulty deploying the stent graft.

Event description:
An endurant stent graft system was inserted in a patient for the endovascular treatment of a 37 mm x 33 mm abdominal aortic aneurysm. The right common iliac artery was 10 mm in diameter and the right external iliac artery was 8.5 mm in diameter. The endurant 23x13x145 bifurcated stent graft was inserted. After cannulation of the bifurcated stent graft it was deployed and the delivery system was removed. An endurant 16x13x93 contralateral limb was inserted into the contralateral gate. It was reported that the stent graft was unable to be deployed. The delivery system was removed from the patient and a small gap between the stent graft and stent stop was observed, per the physician this may have resulted in the deployment difficulty. The physician decided to implant another endurant 16x13x93. Ballooning was completed with a reliant balloon and it was confirmed there were no endoleaks and the procedure was completed. No clinical sequelae were reported and the patient is fine.